Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the device logs were provided for review. The logs showed an occurrence of one high priority error code that could have caused this unit to stop ventilation. Without the device for evaluation, we were unable to determine the cause of the report. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "runtime calibration failure - 1051" error message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.